Event description:
On (B)(4) 2015, cardinal health received a copy of a medwatch report (MDR # unknown), which was sent to the FDA by the user facility: the physician attempted to deploy mynxgrip (6f/7f) vascular closure device to femoral artery, after insertion of the mynx vascular closure device and sheath removal, attempted to deploy collagen plug and "tamper" missing from device. Unable to deploy plug. No way of knowing tamper missing until device is in the artery. Mynx procedure aborted and manual pressure applied. Event date: (B)(6) 2015. The company professional reported the following event to complaint handling: manual compression was applied for 35 minutes. The patient was not hospitalized as a result of this event.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (f1506306) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).